Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4),product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
On (B)(6) 2015, information was received from a consumer regarding a (B)(6) patient who was receiving intrathecal baclofen, droperidol and fentanyl via an implanted infusion pump for spinal pain, spinal cord injury/spinal cord disease and intractable spasticity. On (B)(6) 2015, the patient was seen by her physician and the patient believed that the pump prescription was changed somewhere during the refill; however, the available telemetry printout did not reflect a change. On (B)(6) 2015, the patient attempted to use the personal therapy manager (ptm) and got a "something out of box" error message and a patient administered (pa) disabled message. The patient did not believe the pump was working, but was not sure. No patient symptoms were reported. Additional information has been requested regarding the exact programming error, symptoms, troubleshooting and cause of the event, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.